Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User detected the needle broken after fist attempt completed. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end). Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. Please describe the size of the intended target site. What is the endoscope manufacturer and model number that was used with this device? Pentax eg-3670urk. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? Yes. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
Device evaluation 1 unit of echo-19 device of lot number c1881375 involved in this complaint was returned for evaluation, in its original packaging. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on 04 august 2022. The returned device lab findings and observations can be referred through the attached files. Visual inspection: needle removed from device and distal break observed approximately 2cm from needle p. Functional inspection: sheath extender able to advance and retract with no issue needle unable to advance or retract. Document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1881375 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1881375. The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Root cause review a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility of a hard lesion causing the needle to break distally. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted to capture the lab evaluation, complaint device was returned and evaluated on 04-aug-2022: visual inspection: needle removed from device and distal break observed approximately 2cm from needle tip. Functional inspection: sheath extender able to advance and retract with no issue. Needle unable to advance or retract. This report is also being submitted due to the completion of the investigation and an update to the investigation conclusions on the 11-aug-2022.